Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4).evaluation summary: the customer's reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced. The cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to fix the reported condition. A follow-up report will be submitted if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.